Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. No anomalies were found. The device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Event description:
It was reported that the device exhibited a rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited a rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and has been analyzed. No anomalies were found. Concomitant products 1342 competitor implantable pacing lead - 2002-(B)(6), 1346t competitor implantable pacing lead - 2002-(B)(6). (B)(4).